Manufacturer narrative:
Leakage was observed between the distal lumen and the optics lumen. The leakage was found to be from the backform. Cut down of the backform found that the leakage is due to void (air bubbles) where the catheter body ends inside the backform.

Event description:
Leakage of blood / fluid from svo2 connector during use.